Event description:
It was reported that the pt suffered personal injuries from a surgical procedure using rhbmp-2/acs. Reportedly, subsequent surgeries have been required.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.